Manufacturer narrative:
Device discarded at the user facility. No product evaluation possible.

Event description:
It was reported to target that during the procedure a dsb balloon was successfully deployed in the carotid-artery. However, the next day the balloon could no longer be seen. The balloon may have deflated. The patient was not affected by this occurrence.